Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed for this lot as a valid lot code was not provided and could not be obtained. Correspondence with the field representative suggests that high impaction force was not used. As the device was not available for investigation, the failure mode could not be confirmed, and a root cause could not be determined conclusively. H3 other text: device not returned for evaluation.

Event description:
It was reported that during impaction of a cage, the cap of a vlift expander detached and broke intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 60 min surgical delay.

Event description:
It was reported that during impaction of a cage, the cap of a vlift expander detached and broke intra operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a sixty min surgical delay.